Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause was the motor/optical switch; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6), d4: UDI and g5 are unknown.

Manufacturer narrative:
It was reported the patient returned to the clinic after 46 hours 18ml were left in the bag. The bag was expected to be empty. No patient injury. No additional information.

Event description:
It was reported the patient returned to the clinic after 46 hours 18ml were left in the bag. The bag was expected to be empty. No patient injury. No additional information.